Event description:
Information received by medtronic indicated that the insulin pump was stopped every 4 hours. Insulin pump was unable to rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for cosmetic damage located at the retainer ring, unexpected battery power loss and rewind anomaly found on 23-feb-2022. Device passed the rewind ,prime/seating, basic occlusion, and force sensor test. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The pump failed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith), and loaded voltage (loaded vlith). No battery alarms/alerts/anomalies found on event date 23-feb-2022. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, harness assembly vibrator, and corroded battery tube. Motor was tested outside of the device using the ngp system board test. Motor was opened and found dried insulin damage on motor slide. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratched, damaged display window cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube threads, serial number label missing, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, corroded battery tube. Missing retainer ring confirmed. Unexpected battery power loss confirmed during testing due to moisture damage. Rewind anomaly not confirmed during testing. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.